Event description:
The customer called technical support (ts) reporting that the device's filter was replaced and an alarm sounded, and that the alarm did not sound when the circuit was connected to another v60. It is unknown what alarm was actually sounding. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was neither delay in therapy nor medical intervention reported due to the issue. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. Performed run in test but the reported phenomenon was not duplicated. The pse was unable to duplicate the reported problem. A full performance verification has been performed and the device passed all test successfully. The repair was canceled and the unit was returned per the customer's request. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The device was being used for treatment when the reported event occurred. There was no medical intervention provided to the patient nor a delay was noted.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).